Event description:
It was reported that the pt experienced a shocking or jolting sensation at the site of the neurostimulator while standing taking a shower. There had been no fall or trauma prior to the event. Impedances were within normal limits. Pressing on the neurostimulator reproduced the shocking sensation. No malfunctions were identified. No interventions had taken place or were planned. The pt's outcome was undetermined; the pt was waiting "to see how things go."

Manufacturer narrative:
(B)(4).